Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 550 mg/dl, compared with the sensor glucose reading of 175 mg/dl. The customer was advised that the sensors would be replaced, and to return the malfunctioning sensors back for analysis. The insulin pump was not replaced or returned for analysis.